Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. Additional information indicated that the dislodgement was noted during upgrade and was confirmed through fluoroscopy and pacing system analyzer (psa). There was a lot of pull when the third wire was placed since the patient's vessel was occluded. There was no sensing and capture on psa that was observed. This ra lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.